Manufacturer narrative:
The reported ventilator was investigated on site by the hosp biomedical engineer. The investigation showed that the ventilator functioned without deviation and passed all tests. No parts were replaced. Eval of the device log files performed by the hosp biomedical engineer showed that the displayed and reported technical error code was te28. Technical error 28 indicates an audible alarm failure due to a defect in the loudspeaker. The loudspeaker does not affect ventilation; if it is out of order the buzzer on the monitor board will generate the audible alarm instead. Attempts have been made to obtain log files without success. The cause of the reported technical error indicating a loudspeaker error has not been determined. (B)(4).